Event description:
It was reported that an alert was received on this cardiac resynchronization therapy defibrillator (crt-d) due to the heart failure index crossed the alert threshold. The presenting electrogram (egm) shows atrial fibrillation (af) with biventricular paced rhythm with atrial undersensing and failure to mode switch. There were multiple stored atrial tachy response (atr) episodes with atrial undersensing observed. The current programmed atrial sensitivity is automatic gain control (agc) at 0.25mv (millivolts). Further review was recommended. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that an alert was received on this cardiac resynchronization therapy defibrillator (crt-d) due to the heart failure index crossed the alert threshold. The presenting electrogram (egm) shows atrial fibrillation (af) with biventricular paced rhythm with atrial undersensing and failure to mode switch. There were multiple stored atrial tachy response (atr) episodes with atrial undersensing observed. The current programmed atrial sensitivity is automatic gain control (agc) at 0.25mv (millivolts). Further review was recommended. At this time, the device remains in service. No adverse patient effects were reported.